Event description:
One pt sample with discrepant results for total bilirubin. Initial result gave 2.1 mg/dl; repeat by a different analyzer - different methodology gave 0.8 mg/dl. Erroneous results were not reported. The field svc rep was unable to determine a cause for the discrepancy. Performance tests were performed.